Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient presented in clinic for an interrogation where their atrial lead had over-sensing that caused false automatic mode switch episodes. No changes were made. The patient was stable.

Manufacturer narrative:
The reported event of over sensing was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
New information received notes the patient's atrial lead was explanted and replaced in a procedure on (B)(6) 2022. Post-procedure the patient was stable.